Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported blood glucose values: on (B)(6) 2017, 6.9mmol/l within 10 minutes 15.4mmol/l on (B)(6) 2017, 19.3mmol/l within 10 minutes 8.6mmol/l. No adverse event alleged. Strips are not available for return. Lot not provided.